Event description:
It was reported in a journal article that two patients underwent a revision procedure due to aseptic loosening of the tibial component. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2 foreign - south korea. D4: attempts have been made to gather all product identification information and no further information has been provided. Young-hoo kim, md, jang-won park, md, young-soo jang, md, and eun-jung kim, md (2025). Comparison of highly cross-linked and conventional polyethylene during simultaneous bilateral cruciate-retaining total knee arthroplasties. The journal of bone & joint surgery, 108(9):p 664-670 http://dx.doi.org/10.2106/jbjs.25.00621.